Event description:
It was reported that a female who underwent a breast reconstruction primary with a mentor tissue expander, 550cc exp rnd remote breast implant experienced unknown-sided deflated intraoperatively. During the intraoperative inflation test, the expander had a puncture, therefore, it was necessary to replace it with an expansion valve of equivalent volume, available in the hospital, to successfully complete the surgical procedure. No adverse event or patient consequences reported.

Manufacturer narrative:
Devices' photo evaluation completed on march 09, 2023: upon visual evaluation of the image provided in the complaint, the tissue expander was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 19, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the exp rnd remote 550cc tissue expander. Leak testing was performed in accordance with mentor procedures, two (2) tears were observed on the anterior view, the tears (a) and (b) measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tears (a) and (b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the shell of the tissue expander. Based on the information currently available, a microscopic examination of the returned product indicates that the tissue expander could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).